Event description:
Healthcare facility reported they conducted a cyclesure bacteriological indicator (bi) test on a load, but did not realize the media had evaporated during the course of their processing released the load for use on patients. The customer care center representative subsequently reviewed the proper use and handling of the bi test vials with the facility. During the in between cycles that are being tested with bi's, the loads are processed with chemical indicator strips and/or tapes that act as visual alert for the end user to verify the instrument are processed completely before pt use. If the test strips have not converted to the correct color, the integrity of the instrument's sterility is questionable and not used in pt procedure until it is re-sterilized.